Event description:
The patient indicated she was "super sick" and had diarrhea. During her urinary issues, she had to wear padding which rubbed and caused infections to her interior left leg. She did not receive treatment for the infections. It was noted that her physician did not use a urodynamics test to determine the extent of her urinary issues. She went to the emergency room to receive antibiotics. She met with another physician and noted that the urodynamics test would be performed with consideration of the removal of the device system and another implanted on the other side of her body. Treatment with medications will also be considered. Further information was requested.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.